Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device experienced a syncopal episode. The patient had not been feeling well since waking up. The patient had two glasses of wine, felt dizzy, and took two sprays of nitroglycerin. The patient then fainted, had incontinence, and fainted again while trying to get up. The suspected cause was patient condition. The device was not suspected to be the cause of the patient's syncope, as the patient's electrocardiogram was normal. There was no change in implanted material. No adverse patient effects were reported.